Event description:
Cholecystectomy - "when the surgeon went to clip the cystic duct, the whole clip does not close properly, mainly in the proximal part of it, and in the distal part it closes very little, so the clips slides at the minimal movement." Pt status: "ok".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.